Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during the removal of a nasal cavity tumour, the drill head ruptured. The drill head was completely removed from the patient's nasal cavity. The removal of a nasal cavity tumour time was extended for 30 minutes and a second drill had to be use complete the procedure, took out the ruptured drill and completed normally the procedure with another drill. No complications for the patient. Upon follow up, it was confirmed that this has been reported to the relevant regulatory body with a report number (B)(4). The product did not have contact with a patient with any infectious disease.

Manufacturer narrative:
The product analysis result indicates that the shaft broke just proximal to the cutting head which would have resulted in the reported event. The portion that became detached measured 0.231¿ long. There was an indent at the distal end of the metal outer tube and another indent in the plastic insert just inside the outer tube. The indents correspond to the break point in the shaft. The configuration of the break was consistent with shear or bending stress. A manual pull test on the head is performed during manufacturing. There was no allegation of a defect prior to use. The information most likely indicates inadvertent pressure or impact during handling caused the shaft break. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, the drill had no fragment.